Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek balloon catheter noted blood and contrast visible in the loosely folded balloon consistent with preparation and a leak while in the patient anatomy. There was a 1 mm length tear in the outer member at the proximal end of the proximal seal. There were small scratches under the tear. In this case, it is likely that the noted tear in the shaft was what was perceived by the account as the balloon rupture and was what was meant to be reported. The mid lap joint was stretched distally for a length of .5 mm. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 79 cm. Since this damage was not reported in the incident information, the stretched shaft and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any damage noted during the inspection prior to use or a leak noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was totally occluded, which likely contributed to the reported difficulties. In this case, it is likely that the shaft was damaged during interactions with other devices and/or the anatomy. The analysis of the returned device did not indicate any evidence of a product quality deficiency. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A search of the lot history record indicated no nonconformance material record for the lot and a search of the complaint database indicated no other incidents.

Event description:
It was reported that the procedure was to treat a total occlusion in the mid right coronary artery. Both rx trek balloons ruptured during first full inflation, below rated burst pressure. There was no reported resistance advancing or removing the catheters. Both devices were prepped prior to use, per the instructions for use. A new same size rx trek was used without issue, followed by stenting with a xience v. Patient outcome was good. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional rx trek is being filed under separate a medwatch report.